Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the remote patient monitoring system that this implantable cardioverter defibrillator (ICD) recorded a high out-of-range shock impedance greater than 125 ohms. Boston scientific technical services (ts) spoke with the patient's health care professional (hcp) and recommended the patient be seen in clinic for evaluation of their implanted system. Upon evaluatio, an x-ray of the lead was performed and no anomalies noted and all diagnostic measurements were noted to be within normal limits. No adverse patient effects were reported. This product remains in service.